Event description:
During service by baxter, the infusion pump was found to contain failure code 810:04. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on (B)(4). Evaluation summary: failure code 810:04 was confirmed in the event history. Failure code 810:04 is an air sensor baseline too high error and is caused by moisture or debris intruding in the pump channel. Inspection of the pump found moisture in the pump head module channel which was subsequently cleaned. The pump was returned to the customer fully operational.